Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted concurrently with right salpingo-oophorectomy due to sui. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, bleeding and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient underwent a mesh revision on (B)(6) 2013 due to dyspareunia, post coital bleeding and vaginal mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. It was reported that patient underwent lysis of adhesions, excision of left adnexal mass and left ovarian remnant removal on (B)(6) 2011 due to pelvic pain. It was reported that patient underwent lysis of adhesions (B)(6) 2013 due to pelvic pain. No additional information was provided.